Event description:
It was reported patient had a revision of left hip due to poly wear. Doctor revised the poly and head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding periprostehtic fracture involving an unknown stem was reported. The event was not confirmed. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported patient had a revision of left hip due to poly wear. Doctor revised the poly and head.